Event description:
The reporter stated that the manta ray anterior cervical plate was implanted about three months ago for an indication of stenosis. At the time of the procedure, the surgeon had difficulty getting the locking arm on the plate to engage over the head of one of the inserted screws. He pushed down on the screw and did succeed in getting the locking arm over the screw head. The surgeon had elected to bend the plate to conform with the pt's anatomy, but he considers that this was done correctly. At a routine f/u visit, routine radiographs showed that one screw was backing out of the plate hole. The surgeon is uncertain whether this screw was the one that did not easily lock during surgery. The pt has no symptoms related to the screw backout. At the time the back out was seen, it was too early to determine whether fusion had occurred at the site of surgery. The pt was compliant with postoperative instructions. The pt will be seen again in (B)(6) and the further x rays will be taken for assessment. Possible future interventions may include removal of the screw, replacement of the screw, or removal of the plate. The distributor reported that the screw had backed out about 4mm.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.